Event description:
It was reported that during a sigmoidectomy the clamp with tissue pad at tip of the device was broken and dropped off. The broken part was retrieved from the pt. No other pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.